Event description:
It was reported that the ilet pump displayed alert 38 for a motor stall, and despite a restart and a guided dry run, the pump repeatedly presented an unable to proceed alert when attempting to rewind without supplies, indicating a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a motor-related failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.